Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was unknown. The customer stated that she thought the reservoir was causing the alarm. She advised that she had not tried all remedies for the alarm. Advised the customer to use the new reservoirs that had been previously sent, monitor, and call back if the issue persisted. Nothing further reported.